Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced difficulty with recharging and they last recharged 3 months ago. The patient's recharger appeared to be in good working order. The representative couldn't connect with the recharger or their tablet to the implant. Physician recharge mode was recommended. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer representative (rep). It was reported the rep called today with patient indicating the "call hcp-eos" is being seen on the insr and when rep interrogates with the tablet. It was determined that the patient was provided instructions for pmr steps to get ins started again. They attempted a short pmr (~2 min or so) but due to clinic closing, patient was sent home to initiate at home. The patient stated he did 1 prm and saw that the normal charging screen started and he charged for 8 hrs to get ins to 2/3 full. He is being seen today and ins battery is showing 1/4 full. Technical services (ts) reviewed at some point eos was either triggered by previous od events or during the process of this prm that patient did at home. Ts reviewed that ins will need to be replaced and recommended that ins be sent in for analysis to determine cause of early eos. Additional information was received from the manufacturer representative (rep). It was reported that the cause was determined to be that the patient needs a new battery. The actions taken were to call tech support and it was determined that the battery has depleted. The plan is to change the patient's battery.